Manufacturer narrative:
The insulin pump was received with button error alarm after boot up and no button response on the escape and act buttons due to flattened dome switches and slight moisture damage was found on the keypad traces; the connector on the lcd board was not unlocked during our visual inspection. The insulin pump had minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, broken belt clip slot, severe scratches on the case and missing the drive support disk sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer's blood glucose was 120 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.